Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead experienced low impedance. In addition, insulation damage was detected via x-ray. The ra lead and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. The analyst noted the ventricular lead trend shows impedance varying from approximately 600 ohms to approximately 100 ohms from (B)(4) 2014. The impedance was then out of range low or immeasurable for the remainder of the record.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.